Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin board of the unit had gone back and forth when handle turned. The handle was jammed. When the ratchet handle is jammed, it moves in the motion of back and forward. The comb was also bent. The event occurred during surgery. Another device was used to complete the surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2019, it was reported that the skin board of the unit had gone back and forth when handle turned. The handle was jammed. When the ratchet handle is jammed, it moves in the motion of back and forward. The comb was also bent. The customer returned a skin graft mesher device, serial number (B)(4). For evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). , a 2:1 ratio cutter, serial number (B)(4). And a 4:1 ratio cutter, serial number (B)(4). For evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was may 8, 2015 where it was reported that the device was missing a bearing the other side was out of position and the ball detent, roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, sliding pin, and comb were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on january 22, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The handle was jammed, the inner gear, pin, and spring were worn. The 1.5:1 ratio cutter, serial number (B)(4). The 2:1 ratio cutter, serial number (B)(4). And 4:1 ratio cutter, serial number (B)(4). All produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on (B)(6) 2019 which included replacement of the comb, ball detents, ratchet gear, and spring pin. Skin graft mesher, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the ratchet handle was jammed and the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the ratchet handle was jammed and the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.